Manufacturer narrative:
A hospital biomed performed a checkout of the equipment and confirmed the reported complaint. The cable assembly was replaced. No patient involvement.

Event description:
The hospital reported that, during the preoperative checkout, the unit alarmed 'no inspiratory flow sensor'. There was no report of patient involvement.